Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that a fiber break was confirmed, as analysis identified a fiber break between the control knob and the input connector. It is probable that there was excessive manipulation or bending of the fiber during set-up, likely contributing to the fiber body break. The interaction between the user and device, or sample, caused or contributed to the observed fiber tip damage and reported event. According to the instructions for use, do not bend the fiber at sharp angles. Damage may occur to the fiber. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The fiber was tested on the hene (helium-neon) test fixture and the aim beam was observed at the break location between the control knob and the input connector. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The fiber tip did not exhibit any signs of debris adhesion or devitrification and had no signs of usage. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The IFU states: caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Investigation conclusion: based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The interaction between the user and device, or sample, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during preparation for a photoselective vaporization of the prostate procedure, the fiber was observed to be broken. A red light spots could be seen at the break location. A second fiber was utilized to complete the procedure without patient complications. The patient had a stable outcome.

Event description:
It was reported that during preparation for a photoselective vaporization of the prostate procedure, the fiber was observed to be broken. A red light spot could be seen at the break location. A second fiber was utilized to complete the procedure without patient complications. The patient had a stable outcome.